Event description:
Customer reported digital subtraction won't subtract, and the system will not produce an image. System displayed a corrupted files error message after rebooting. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.